Event description:
A customer reported that the t: slim x2 pump battery was not charging, and the pump screen would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, with the assistance of technical support, attempted various troubleshooting steps, including using alternative charging cables and adapters, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.